Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "expiratory valve" has been identified to be the faulty component. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed. No patient harm reported.